Event description:
It was reported that during a bi-v implantable cardioverter defibrillator (ICD) implant procedure the physician had difficulty placing the right atrial (ra) lead. The physician first tried an active fixation lead and encountered undersensing with no p-wave sensing. Physician then attempted a passive fixation straight lead, but again encountered difficulty placing the lead and finding the patients right atrial appendage with the lead. The physician then attempted a passive fixation j-lead and was unable to place the lead in a suitable location. After attempting three different leads the physician determined that due to the patients anatomy and condition of chronic atrial fibrillation (af) the physician chose to not implant an atrial lead. The physician utilized a pin-plug and closed off the atrial port of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).